Manufacturer narrative:
Device did not have a battery installed when received. The stop (idle) current and run current measurement tests are within specification. Device also passed self test and off no power alarm test. Device alarmed motor error during the unexpected restart error test after the unit bolus delivery and the had motion sensor test failure error during the rewind test due to motor encoder signal out of phase. Unable to perform the displacement test, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test due to constant motion sensor test failure alarm. Device uploaded properly using care link. Device had cracked case at display window corner, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and a stained end cap sticker. Data analysis: (from (B)(4), spouse called in to inform us that the patient passed away as of (B)(6) 2019) the formatted history file lists data from (B)(6) 2018 to (B)(6) 2109. There was no data listed for (B)(6) 2019.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Nurse reported via phone call that customer experienced high blood glucose and insulin pump had motion sensor test failure error. The customer blood glucose level was 437 mg/dl at the time of incident. The customer was able to clear the alarm but not able to rewind the insulin pump. The customer did not provide details regarding symptoms and treatment of high blood glucose. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.